Event description:
It was reported to boston scientific corporation on august 17, 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the balloon ruptured during the stone extraction. Normal inflation rates were used. No fragment was left inside the pt. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).